Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that an additional mesh was implanted at an unknown date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to bladder lift and urinary incontinence with concurrent cystoscopy with right urethral stent placement. It was also reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.